Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2015, the patient presented with an acute myocardial infarction. During a procedure to treat a de novo lesion in an distal left circumflex coronary artery with heavy tortuosity, heavy calcification and 90% stenosis, a perforation occurred. A 2.8x19 mm rx graftmaster stent system was advanced and became stuck prior to the lesion. An attempt was made to remove the 2.8x19 mm rx graftmaster stent system with force; however, the graftmaster became kinked. Due to the emergent situation, the technician needed to support the physician with cardiopulmonary resuscitation (CPR) due to the patient's weak vital sign. Reportedly, the CPR and weak vital signs were not related to the graftmaster device. The 2.8x19 mm graftmaster was withdrawn from the patient anatomy and replaced with a 3.5x19 mm rx graftmaster stent system was advanced and stent was deployed to successfully seal the perforation. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. The patient was discharged to home on (B)(6) 2015. No additional information was provided.